Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a microclave® neutral connector where it was reported the auto injector was connected to distal end of power port catheter (needle has distal and proximal connections with claves attached to both). Positive blood return noted prior to and after contrast injection. When autoinjector turned on and injected contrast, there was contrast that spilled out via the proximal needle clave, spilling onto the patient resulting to incomplete contrast dose given. All connections were tight, and port flushed without incident after being disconnected from autoinjector. He original intended procedure was injection. The problem that the user has: device malfunction the device did not do what it was supposed to do. No report of patient harm was indicated.

Manufacturer narrative:
The complaint of leaks on item b3300 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history report (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.